Event description:
It was reported that post-paced t-wave oversensing was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information provided indicated the event of post-paced t-wave oversensing reoccurred despite reprogramming the device. Abbott technical support was contacted, and the device was reprogrammed again to resolve the event. The patient was in stable condition.